Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an error in the motor was detected by reading unexpected value from hall sensor (pump error 43). The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was performed and confirmed the customer reported issue pump error. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1715k was requested and customer response was the device will be returned. Customer will discontinue using the pump.

Manufacturer narrative:
Additional information which was received is provided in sections b5, h7 and h9 with this report. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Successfully downloaded history files and traces using thus. Pump error 43 was found in the history files on (B)(6) 2024 at 23:07:50.0 and 23:11:22.00 due to corroded home switch, dried insulin in the motor slide and moisture damage on the pcba 1 and motor. The pump was cut open to perform visual inspection and found dried insulin on the motor slide, a corroded home switch, and moisture on pcba 1, motor and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery cap contact damaged, pillowing keypad overlay. Pump error 43 alarm was confirmed due to a corroded home switch, dried insulin in the motor slide and moisture damage on the pcba 1 and motor. Exposed to moisture confirmed on the pcba 1, motor and force sensor. Cosmetic damage was confirmed at the battery cap contact during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Battery cap recall details were added with this report.